Event description:
The customer reported that their insulin pump screen was dark and would not turn on, and attempts to resolve this by charging and troubleshooting were unsuccessful. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.